Manufacturer narrative:
One opened knife was received wrapped in bubble wrap. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the manufacturing acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with this cutting instrument lot. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a dull knife during a surgical procedure. The knife was exchanged to complete the surgery with no harm to the patient.